Event description:
On march 13, 1998 the physician was attempting to feed an accessory into the papilla and the elevator control on the scope broke. The pt was not injured, but as a result of the physician probing in the area, the tissue near the papilla was irritated. The physician decided that another endoscopy was not possible, due to the irritated tissue and performed surgery instead.